Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the units properly with water exiting the infusion set. No prime/fill anomaly noted. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device was monitored for 3 days. No display anomaly noted. Device had a broken off/chipped piece from the battery cap (p). The original battery cap still remains in place in the battery compartment when installed. Device had broken battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing reservoir tube o-ring, partially broken off reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin squirts when priming. Customer reported that the plastic chips off and rewind was louder and screen was blotchy. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.